Manufacturer narrative:
Date of report : 03jan2019, date rec¿d by MFR : 27dec2018. Philips field service engineer (fse) confirmed the reported issue. The value on the tidal volume is too high, no wave. Customer declined repair or service at this time. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the waveform was not displayed. There was no patient or user harm reported. The event date was not specified; estimate used.